Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because battery indicator was not resolved with troubleshooting.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case was tested on (B)(6) 2012 and the primary complaint was not confirmed. However, a secondary issue was found in which the battery indicator not displayed during test, battery contacts were found to be corroded. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Date of event: ongoing since (B)(6) 2012. Product code for this device is nbw.